Manufacturer narrative:
(B)(4). Concomitant product: guide cath: jr3.5 f6. Stent: 3.5x38 mm xience, graft stent 3x12 mm. Excessive force the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the mid left anterior descending (lad) artery. The balance heavyweight guide wire was across the lesion and a drug eluting stent was placed successfully. During retraction of the guide wire, strong resistance was felt as it seemed like the guide wire was stuck to the vessel wall. While pulling the guide wire back (unsuccessfully), the tip of the guide wire loops and it appears that there is damage to the coils. An attempt was made to free up the guide wire by introducing a balloon catheter on the wire; however, the balloon did not advance over the area of the guide wire that is stuck. By means of strong force, the guide wire is able to be pulled back; however, while doing so the lad became perforated. There is some effusion of blood from the vessel and the decision was made to place a covered stent over this area of the vessel. The patient is okay and can leave the hospital without issues. No additional information was provided. The review of the cine images provided noted a possible guide wire separation.

Event description:
Subsequent to the previously filed medwatch, new information has been received which states the target vessel was the right coronary artery (rca) and not the left anterior descending artery (lad) as previously reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the cine and information reviewed, there is no indication of a product deficiency. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. It should be noted the hi torque guide wire instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the device, this was due to the guide wire being stuck in the lesion, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.